Manufacturer narrative:
According to the facility, "syringe undoing from manifold during use. Defect detected during priming/ setup." Per the facility, "no patient involvement." No additional information at this time. The product has been requested for evaluation. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility, "syringe undoing from manifold during use. Defect detected during priming/ setup." Per the facility, "no patient involvement."

Manufacturer narrative:
Updated d9: date returned to manufacturer. Updated h3: device evaluated by manufacturer. Updated h6: type of investigation (b). Updated h6: investigation findings (c). Updated h6: investigation conclusions (d).